Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the following verbatim. It was reported by customer that that the new alaris pump modules are more sensitive to air-in-line alarms with and without visible air noted in the tubing and it is not drug specific, whereas they used to experience air-in-line alarms with tpn infusions. She also stated sometimes experiencing air-in-line alarms after touching the IV tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.